Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had multiple extensions with one lead due to daisy chaining to implant implantable neurostimulator (ins) in the abdomen. Impedance measurements were taken when the implant was on. The patient had a short between 0-1 pair. The patient also had elevated impedances, ranging from 5,000 to 6,000 ohms, on some of their other electrodes. The patient was reprogrammed on (B)(6) 2015 and they were able to get good stimulation using the bottom two electrodes of the lead. They were considering a possible lead replacement given the patient's impedance issues and need for reprogramming. It was further reported that the patient was charging too often. No falls or trauma were reported. If additional information is received, a supplemental report will be sent.

Event description:
It was reported that impedances were reading less than 250 ohms. There was no therapy issues noted. The short circuit was found during a normal office visit/check-up. The manufacturer¿s representative (rep) further reported that the cause of the impedance issue was not determined but it was noted that the lead was very old; however, they also stated that the lead had a short circuit. The only lead in the system was in the cervical spine. Reprogramming was performed and the patient was receiving therapy.

Manufacturer narrative:
Concomitant products: product ID 3708360, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID neu_unknown_lead, serial # (B)(4), implanted: (B)(6) 1996, product type lead; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger. (B)(4).